Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of an implantable pulse generator (ipg), physician was not able to screw the pacing lead as the set screw was loose. The ipg was not implanted and replaced. No patient complications have been reported as a result of this event.